Event description:
It was reported that customer experienced cartridge alarm with tandem mobi pump that did not involve loading process and was identified as cartridge alarm 35. There was no adverse impact to the customer's blood glucose level. Customer had already replaced cartridge, resumed insulin delivery, and successfully delivered bolus with new cartridge while on call, and technical support additionally instructed customer to remove cartridge and deliver 9-unit bolus while advising that insulin on board would be affected, with customer planning to follow up if issue persisted.